Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to low blood glucose. The current blood glucose reading is 127 mg/dl. Customer stated that the paramedics were called to treat the low blood glucose of 10 mg/dl. The customer was transported to the hospital. Customer stated that he had received physical therapy and cut the grass, the weather was very hot. Customer stated that he had too much physical activity. Nothing further reported.